Event description:
The customer contact reported a delay in critical therapy following the device powering off by itself while operating on ac power. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of amiodarone, and the delivery was started. No specific programming parameters were provided. On an unspecified date and time, the other unspecified channel of the device was programmed to deliver an unspecified concentration of insulin, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the device alarmed and powered off by itself. At that time, the nurse powered the device on, ejected the tubing, and the device powered off ny itself again. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated there were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the customer reported the back assembly of the device was found to be broken and fluid contamination was found on the device mother board and charging board. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.